Event description:
It was reported that during a wisdom tooth extraction procedure, the bur broke. It was also reported that the broken part fell into the surgical and had been found and retrieved. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device subject to this MDR was returned for eval. It was visually confirmed that the head of the bur was broken from the shank. It was reported that the device allegedly involved in this event was reused. The device is a single use device and is labeled with the "do not reuse" symbol.